Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the injection. The following information was provided by the initial reporter: "occurred during patient use ¿ within 2-5 minutes. No patient injury reported. 5 occurrences within 8 weeks during im injections: ¿ no other issue with syringe/plunger. ¿ needle change from blunt to 25gx1 (proper procedure used). ¿ when needle is injected, encountering pressure resistance. The fluid is not deposited into the side unless much more controlled pressure is used. ¿ it seems like the needle hole is not fully patent or blocked. It does seem to release after many controlled pushes. Occurrences 5".

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.